Manufacturer narrative:
The return of the product sample has been requested from the physician. If any additional information is obtained, a follow-up will be submitted. The clinical marketing department has been alerted of this reported event for physician re-training.

Event description:
During a venous ablation procedure, the catheter heating element separated and remained in the body. An advisory message noting "low temperature" was indicated on the rf generator during surgery after the first segment of the vein was treated. The physician continued with the venous ablation procedure by improving the manual compression; however, the rf generator continued to display advisory messages noting "low impedance." The generator was restarted, and the advisory message indicating "low impedance' persisted. The physician withdrew the catheter and at this point, noticed the damaged catheter. Surgery of the vein had to be performed to extract the remaining portion of the catheter from the patient's body.